Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore, a review of the device history record can not be performed. If in the future any additional information or the actual complaint sample is returned a follow-up medwatch will be submitted. The analysis is complete as of today (B)(6) 2013.

Event description:
The catheter was up and over a .014" wire. The vessel was calcified and initially the doctor tried to pull back on catheter and the wire broke off leaving some in the patient. He then tried to snare from above and could not do it. He pulled on the catheter and the transducer tip broke off. He tried to snare but patient went to surgery. The patient did fine after surgery.

Manufacturer narrative:
(B)(4). Evaluation of the discrepant device is not possible, device discarded not returning. Once the investigation is completed a follow- up medwatch report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.